Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b3, b5, d1, d2a, d2b, d4, g4, h4, h6.

Event description:
It has been determined that the event of capsular contracture did not occur. Therefore, this record is no longer reportable to the FDA and will be unreported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported right side device removal due to "capsular contracture," baker grade unknown. Healthcare professional later reported "side exchange from textured to smooth device due to the patients concern with the product". Device remains implanted.